Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose in the 20 mg/dl range at the time of the incident. The customer was at 200 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. The paramedics stated they thought the pump was malfunctioning. Troubleshooting was completed but did not resolve the issue. The customer stated their sensor was not reading properly, and had sensor glucose versus blood glucose differences. The insulin pump will be returned for analysis.